Manufacturer narrative:
Belt sn (B)(4) has not yet been recovered from the field. Monitor sn (B)(4) was returned and evaluated at zoll manufacturing corporation. The evaluation included review of downloaded software flag files on the day of the event and incoming functional testing. The review of the software flags consisted of an analysis of the downloaded data to identify any fault flags or unusual patterns of software flags. The software flag files did not suggest a device malfunction that would contribute to the event. During the incoming functional testing, a 1hz simulated normal sinus rhythm signal was applied to the ECG electrodes, followed by a 5hz simulated treatable arrhythmia signal which verified proper performance of the detection algorithm. During the transition to the 5hz signal, the device was confirmed to properly enter into a treatment sequence which includes a verification of the tactile vibration alarm, audio messaging, and siren alarms, as well as a test of the pulse delivery circuitry. The pulse delivery circuitry test verified proper charging of the high voltage capacitors and proper delivery of five full energy 150j biphasic pulses. The functional testing confirmed proper response button functionality, ECG acquisition, detection algorithm performance, and pulse delivery functionality. There is no indication of a product malfunction contributing to the event.

Event description:
A us distributor contacted zoll to report that a patient passed away on (B)(6) 2018 while wearing the device. Multiple attempts to obtain additional details surrounding the patient passing were unsuccessful. Per the downloaded ECG and flag data, the patient was treated 6 times by the lifevest prior to passing. The device first detected vf at 03:19:48 am on (B)(6) 2018. The first four treatments were delivered between 03:20:24 and 03:21:32 am while the patient was in vf. The post shock rhythm remained vf for the first three shocks and was a 3 beat conversion to an idioventricular rhythm at 50bpm with recurrent vf for the fourth treatment. The fifth treatment was delivered at 03:21:58 during vf and remained vf post-shock. At 03:32:16 the device re-entered a detection sequence but the underlying rhythm was obscured by CPR artifact. At 03:33:33 the patient was externally defibrillated. The rhythm was vf with artifact. The post-shock rhythm was obscured by CPR artifact. The lifevest delivered a final treatment at 03:34:37. The rhythm during and after the shock was obscured by CPR artifact. The electrode belt was disconnected at 03:34:59 and the patient subsequently passed away.